Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the cable was cut and the cable was therefore replaced. It then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the cable of the radio frequency (rf) programmer head was cut; the cable was replaced. The rf head has been returned for testing. No patient complications have been reported as a result of this event.